Event description:
During evaluation of a returned homechoice (hc) device, a rite (returned instrument test/evaluation) functional test failed due to therapy monitored volume failed performance specification for timeout during drain 2. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). The device passed the rite electrical test but failed the rite functional test due to therapy monitored volume failed performance specification for timeout during drain 2. The assignable cause for the reported rite issue was determined to be compressor wear. The device was sent for servicing. The compressor will be scrapped. Should additional relevant information become available, a follow-up will be submitted.